Event description:
"Pump malfunction" pt stated ms-3, sn (B)(4) started beeping and showed "time alert" pt seemed very frustrated and requested that we ship out new pump. Author tried to get more info but pt didn't provide. Stated she spoke to cnss and was advised to call pharmacy for replacement. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6), by pt/caregiver.